Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a bladder infection which was confirmed. She was indicated for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further information was provided about this event. Follow up was conducted to know the cause of the event and the steps taken to resolve the issue. If additional information is received, a follow up report will be sent.